Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficult plunge movement occurred before use with a syringe 50ml 18g 1-1/2in. The following information was provided by the initial reporter, "the tightness of pull the plunger feeling too stiff when pulling the plunger to fill the syringe."

Manufacturer narrative:
Investigation:1 sample was returned to sbdm, lot number is 1909113. Lubricant measurement test: sbdm investigated silicone lubricant weight on the received complaint sample of syringe 50ml 18g 1-1/2in in order to analyze the compliant case. Testing method: sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. The test result of 0.2425 mg/ met the regulatory standard on medical device manufacturing of below 0.25mg per inner size. Pulling test: sbdm conducted pulling test by the received complaint sample and 5 pcs house samples for same lot using a tensile strength tester. The test result met the regulatory standard. However, the tensile strength of the first pulling time in the received complaint sample(573gf) was higher than mean strength(518gf) of house samples. The customer may experience when pulling the plunger that it feels too stiff. House sample inspection: sbdm inspected 10 pcs house samples from lots 1907233 and 1909113, no abnormality observed. DHR review: sbdm reviewed the manufacturing record and no abnormality observed. From investigations, sbdm are controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. Tests shows the silicone lubricant volume of complaint sample is in spec. The tensile strength of the first pulling time in the received complaint sample(573gf) was higher than mean strength(518gf) of house samples. Thus, the customer may think when pulling the plunger, it feels too stiff when pulling the plunger to fill the syringe compare with other products.

Event description:
It was reported that difficult plunge movement occurred before use with a syringe 50ml 18g 1-1/2in. The following information was provided by the initial reporter, "the tightness of pull the plunger feeling too stiff when pulling the plunger to fill the syringe."